Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing tremendous amount of pocket site pain and was having difficulty charging the ipg. The patients ipg was replaced and relocated and the patient was doing well postoperatively.

Manufacturer narrative:
Sc1160 (sn: (B)(6)). The returned ipg was analyzed and was charged to 3.946 volts. The battery depletion rate is 2.42 mv per day, within the expected range. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test and revealed no anomalies. With all the available information, boston scientific concludes the complaint was not confirmed.

Event description:
It was reported that the patient was experiencing extreme pain at the pocket site and was having difficulty charging the ipg. The patients ipg was replaced and relocated. The patient was doing well postoperatively abd the explanted ipg will be returned for analysis.